Event description:
The cement is palacos r+g bone cement with gentamicin #00-1113-140-01 with lot #8934752 - tempt in operating room 68.4; humidity = 17.8 as per siemens indicator inside the room. Ortho surgeon requested that lot be investigated and removed from supply until cleared. He stated that this has occurred before. Dates of use: (B)(6) 2018. Diagnosis or reason for use: sticky and difficult to manage cement after mixing.